Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/2/2024. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, two unopened samples that pertain to the product code eh7229h. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG surgery on an unknown date and suture was used. During the procedure, the needle fell off the thread. There were no patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 3/1/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was reported: where / when did the event occur? Intra-op was surgery time extended as a direct result of incident? No. What action was taken/required to manage the problem during the procedure? With same like product. Additional information was requested, the following was obtained: were there any patient consequences? No patient consequences. Please provide the source or name, email and title of the external person providing answers to follow-up (external person submitting answers to sales rep) my contact person: (B)(6) (head nurse, (B)(6) hospital, thoracic department) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related report: 2210968-2024-02177.